Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that an implanted three-piece intraocular lens (iol) in a patient's right eye (od) is discolored grey on the front and back side, while the inside is clear. It was noted that the patient experiences some glare; however, there is no explantation planned as long as the symptoms are mild. No serial number is available because the lens was not implanted in the reporter's clinic. Another medical device report has already been submitted for the patient's other eye.